Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the instrument was not moving in all directions. The instrument did not move opposite/ reversed direction than commanded by surgeon. The instrument did not remain static/without motion. The movements of the surgeon scaled appropriately to the instrument. The timing of instrument movement was appropriate. The instrument did not become stuck/ clamped /shut on patient tissue.